Event description:
The customer reported that the amplifier on the 7900 system does not turn on. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The 12a fuses were replaced. The system was tested and is operating as intended.